Event description:
Tyco sales rep reports via e-mail that customer is experiencing syringes bursting. On (B) (6) 2009: customer states, "luer lock nuts are popping off the syringe tip. Merit medical extension pressure tubing connected from syringe to catheter. Cordis 4fr pigtail and medtronic 6fr pigtail catheters used for procedure. Injection protocol was 12ml per second for 36ml volume." Product was discarded, lot number is not available for cts history search.

Manufacturer narrative:
Customer discarded product sample and lot number unavailable for mfg to perform DHR investigation.